Event description:
It was reported that a patient underwent a left wrist dequervains release procedure on (B)(6) 2013 and topical skin adhesive was used. The patient experienced watery discharge, redness/blistering and inflammation. The patient was prescribed hydrocortisone cream and moisturizer. The current status of the patient was reported as healed.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.